Manufacturer narrative:
Visual inspection was performed on (B)(4) retention samples with no issues observed during inspection. The actual sample was received for evaluation. The sample was sent back in the kit box with the following items: one mixing syringe attached to a gelatin syringe with some dried reconstituted gelatin inside; one unopened needle syringe; one instructions for use (IFU); four tracking stickers for lot ha160638. Visual inspection revealed that the bottom of the mixing syringe barrel was cracked. The reported condition was verified. The cause of the condition was determined to be due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4 ml floseal syringe was cracking during use. There was no patient injury or medical intervention associated with this event. No additional information is available.